Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the surgeon sealed tissue three times, but when it was cut, bleeding was seen.